Event description:
It was reported that the customer was hospitalized with high blood glucose of 500 mg/dl. She was treated with an insulin drip. The customer's symptoms were vomiting, lethargy, and her ketones were 4.2 mmol/l. After leaving the hospital, troubleshooting was performed on the insulin pump, which was stated to have been working. A self-test was performed and everything was said to be working correctly. It was further reported that there was damage to the reservoir compartment of the customer's insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.